Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. I-stat-plasma: (B)(6) 2011: -, time: 15:53, result: 0.11; u11286, 15:53, 0.11; -, 15:53, 0.08; u11179, 16:05, 0.11. Vista: (B)(6) 2011, 16:14, 0.078 and 0.082. Lot#: u11286, expiration: 04/28/2012, manufactured: 10/2011. Based on the information available, there were no injuries associated with this event.